Event description:
Reporter reported that when the hospital staff were setting up the rt105 breathing circuit the inspiratory side did not got warm and that the heater wire seemed to be broken. No pt consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The actual device was visually inspected. Resistance testing of the inspiratory heater wire was performed. (The expiratory limb was unheated). Results: the results showed that the resistance of the inspiratory heater wire was open loop. Our records indicate that no other complaints of this nature have been received for this lot number. Conclusions: the device was out of specification. We are aware of other such complaints with an occurrence rate of 0.003%. We will continue to monitor all complaints for this type of fault.